Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID 3093-33, lot# v435886, implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead lot# unknown; product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced a loss of efficacy. The outcome was reported as ongoing. Interventions included reprogramming. The patient had several unscheduled visits. The patient had a temporary discontinuation of stimulation. The patient also had a peripheral nerve evaluation (pne) test lead placement determined if subject would experience improvement with efficacy scheduled on 2015 (B)(6). The doctor was unable to place the pne lead on the day of report due to the patient¿s anatomy. There was an unsuccessful attempt at pne placement. The patient had feelings of loss of efficacy. The patient had not experienced any success with the device since 2011. Additional information reported there were high impedances noted during device interrogation. Impedances were greater than 4,000 ohms for all contacts. Device interrogation also noted the device had undergone a power on reset. The system was explanted because of a loss of efficacy 6 months after device implant. The event was considered resolved without sequelae.

Event description:
Additional information received reported that the lead was explanted when the implantable neurostimulator (ins) was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the device was interrogated after it was explanted from the patient. The high impedance measurement was noted when the device was not implanted or connected.